Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified. Additionally, the alleged fill estimate issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 200 units while it was filled with approximately 300 units of insulin. Reportedly, the customer resolved the issue by loading a new cartridge. Subsequently, a malfunction alarm occurred which the customer cleared and insulin delivery was resumed. The customer¿s blood glucose level was between 120-122mg/dl. Reportedly the customer continued to use the pump for insulin therapy.